Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported separation at the connection between the lead and the external extension. The cause was unknown and no diagnostics/troubleshooting were performed. The lead and external neurostimulator were removed and the issue was not resolved at the time of the report. The patient was alive without injury and medical history included fecal incontinence due to post-surgical trauma since 2014. The event was ongoing and was assessed as non-serious but related to the external device. Additional information received reported the event resolved on (B)(6) 2015. Additional information received reported that the investigator assessed the event as related to the procedure. No further patient complications have been reported as a result of this event. Additional information received reported that the sponsor conservatively assessed the event as serious. No further patient complications have been reported as a result of this event. Additional information received reported suppuration at the connection between the electrode and external extension on (B)(6) 2015. Ablation of the electrode and external stimulator during an unscheduled visit and the event resolved on (B)(6) 2015. The event was assessed as related to procedure (test period) and device. It was reported that the event conservatively was assessed as serious by the sponsor due to the suppuration and device explant. No further patient complications have been reported as a result of this event.